Event description:
It was reported that the patient experienced a "replace backup battery" alarm. Log files were submitted for review and captured emergency backup battery (ebb) faults on (B)(6) 2026. It appeared that the ebb did not pass the load test. It was said that the system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms on the system controller (serial number (B)(6) was confirmed via log file analysis. Relevant data from the reported event date of 23apr2026 was reviewed. The log file captured backup battery fault alarms. The backup battery fault alarm was caused by the backup battery not passing its internal load test. These alarms remained active for the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the system controller was exchange in response to the alarms as the backup battery had previously been exchanged. No products were returned. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated to further investigate backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.